Event description:
Customer reportedly received the following results on the performa system: 374 mg/dl (19:07), 250 mg/dl (19:10), 553 mg/dl (19:11), 223 mg/dl (19:13), and 226 mg/dl (19:19) no actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.